Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's doctor, that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels as well as diabetic ketoacidosis. Customer was treated with IV of fluids and an insulin drip. Troubleshooting occured. Customer's blood glucose level at the time of hospitalization 496mg/dl. No additional information was provided.